Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012, 17/jul/2013, and 22/jul/2017. (B)(4). Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening in the anterior. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one opening linear striated assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening linear striated assessed as surgical damage. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. Changes in nipple and breast sensation ¿ feeling in the nipple and breast can increase or decrease after implant surgery, is typically lost after complete mastectomy where the nipple itself is removed, and can be severely lessened by partial mastectomy. Radiation therapy also can significantly reduce sensation in the remaining portions of the breast or chest wall. The placement of breast implants for reconstruction may further lessen the sensation in the remaining skin or breast tissue. The range of changes varies from intense sensitivity to no feeling in the nipple or breast following surgery. While some of these changes can be temporary, they can also be permanent, and may affect the patient¿s sexual response or ability to nurse. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Patient reported left side "severe" breast pain and "nipple burning". Patient then reported having "nipple discharge." Patient additionally reported the left side "painfully hard and looks abnormal due to capsular contracture," baker grade IV. The device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-01643 for the right side.